Manufacturer narrative:
No injury is reported. Consumer alleged, the observed smoke. It is not known if the device was dropped. Electronic malfunctions within the aspirator, including any debris that may result, are well contained within the metal endosure of the device. Device is earth ground. Product has not been returned for eval; it is unk if a malfunction occurred or if other factors such as misuse or abuse, may have caused or contributed to this incident. Malfunction not confirmed. Dealer has been contacted for return of product for an eval. Dealer has not responded. MDR filed solely on consumer's statement of observing smoke.

Event description:
The consumer alleges, the unit started smoking and then they unplugged the unit. No injury is alleged.